Event description:
It was reported that this right ventricular (rv) lead exhibiting out of range pacing impedance measurements less than 200 ohms due to suspected insulation damage. A boston scientific (bsc) technical services (ts) consultant documented and discussed the reported clinical observations. The lead remains in service and no adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.